Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate reading. The customer reloaded the same cartridge and received an accurate reading. The customer's blood glucose level was not impacted.